Event description:
A surgeon reports a secondary surgical intervention was required to reposition an intraocular lens (iol). The surgeon does not feel the iol malfunctioned. The surgeon failed to dial the iol in place during the initial implant surgery. As a result, a secondary procedure was required to correctly position the lens.